Event description:
Resident was lifted in pal lift with sling properly in place. Lift was raised to place resident in bed. Resident was almost over bed when cross bar dropped off the arm of the lift and resident fell to the floor, landing on her back and striking her head on the bedside table.